Event description:
The end user alleges she was reclined back in position two with feet up, when the lift chair tipped backwards. The user sustained back pain that required a visit to the ER where she was examined and released.

Manufacturer narrative:
Evaluation anticipated but not yet begun. A follow-up report will be submitted upon completion of investigation.